Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was so high that her meter could not read it. Customer has been doing shots for now. Customer is also in the hospital now and currently wearing the pump. Customer's current blood glucose is 518 mg/dl. Customer was experiencing diabetic ketoacidosis symptoms and her blood glucose was 600 mg/dl at the time of the incident. Customer had symptoms related to her high blood glucose such as nausea, vomiting, a lot of bathroom use, urinating herself, and feeling thirsty. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 491 mg/dl. Customer is still in the emergency room and was wearing the pump at the time of the hospitalization. Customer stated that the cannula looks straight. Customer had a no delivery alarm at 3.7 units during the high pressure test. Customer was able to successfully get units up to 5.0. Customer was advised to do a complete set change.